Event description:
It was reported that the product(s) received during incoming/labeling operation found the following defect. Details of the defect is organic particle matter inside pouch.

Manufacturer narrative:
(B)(4). Upon visual inspection of the package, it was confirmed that a hair was present in the package and that the hair extends across the width of the seal. The other five packages in the sales unit had no defects. Lot history records for k4c96p were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.